Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg is intermittently shutting off (date of event unknown). Follow-up identified reprogramming did not resolve the issue. A physician consult and x-rays were taken which revealed lead migration (reference MFR report#1627487-2016-00931). In turn, surgical intervention may be undertaken at a later date.